Manufacturer narrative:
All buttons functioned properly, and no damage was noted on the keypad assembly. Inspected the connector on the lcd, and no unlock keypad connector was noted. No ramping numbers anomaly was noted either. The pump had minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the act button on the insulin pump was stuck and was causing the menus to jump without any input. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.